Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. The lead is out of service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.